Manufacturer narrative:
Device evaluation summary: according to the information reported, a hair was on the implant when the box was opened. The hair did not touch the patient. The implant was immediately removed from the table, and a backup implant was used. No patient consequences were reported. The implant was not returned in the original packaging. During visual evaluation of the device, a piece of foreign material was observed measuring approximately 0.27 cm in length. An infrared spectroscopy test was performed to identify the composition of the material and it revealed a composition of biologically-based material, presumably human hair. Clarification was received confirming that the implant was immediately removed from the table and the hair was placed on a 4x4 sponge, but it could not be located after surgery. Therefore, based on that information and that the product was manipulated during transportation and returned in an opened package, it can¿t be determined when the material was adhered to the device. The manufacturing processes for the shell or devices are done within a controlled manufacturing environment (cme) to avoid any exposure to the environment. Mentor has established procedures to ensure environmental controls are maintained, and are intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. There are inspections at various stages of the manufacturing process, to evaluate for foreign particles or other types of defects. Hair is a defect that would not cause injury or illness to the customer, however product will be unusable. In addition, there is a gowning requirement within the cme. The gowning procedure is required and enforced for all individuals entering designated controlled manufacturing environments (cme), whether they are mentor employees, visitors or contractors. The cme garments consist of hair coverings (bouffant and/or hood), frock or jumpsuit, and shoe or boot covers. The cme garments are exchanged for freshly laundered garments at least once per week or more frequently as appropriate. To inform the operators of the confirmed complaint and reinforce the current process controls, an awareness training was provided to packaging associates regarding this complaint reporting foreign matter (hair) and associate process controls. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It was observed that no hair was found on the device and the device was not returned in its original packaging on (B)(6) 2019, mentor received additional information about the event. It was reported that the hair was located on the bottom of the implant when it was pulled from the container. The hair was about the size of an eyelash. The implant was removed from the table. The hair was placed on a sponge, but could not be located after surgery. This problem caused on a brief delay in surgery. A back up implant was used to complete the procedure. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that when somebody at the user facility opened the box for a mentor smooth round moderate plus profile 800cc saline breast prosthesis, a hair was found on the device. The breast prosthesis did not touch any patient and there was no patient involvement.